Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "happened during insertion of the cvc; put introducer needle in, using the arrow advancer with spring wire guide advanced into vein. Removed introducer needle and threaded dilator through spring wire guide with some resistance. Removed dilator - was bent but proceeded to thread cvc onto spring wire guide started to advance into place. Upon advancing the catheter was met with some resistance and couldn't be placed. Wouldn't advance any further in, tried to remove wire, but couldn't and on trying too, pulled it and it started to uncoil. Therefore, cvc and spring-wire guide were removed together." It was reported the device was removed in its entirety and another device was successfully placed. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, four-lumen cvc, one dilator, and one guide wire for analysis. Signs-of-use in the form of biological material was observed on the guide wire. The guide wire was returned inserted through the catheter. Visual analysis revealed that the guide wire was unraveled towards the distal end. Microscopic examination confirmed that the guide wire became unraveled as a result of the core wire separating directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. This subsequently caused the distal j-bend to completely lose its shape. In addition to this, it was also observed that the dilator tip was defective. The tip appeared frayed and white stress marks were observed, indicating undue stress was applied. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The dilator length measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured 3.01mm, which is within the specification limits of 2.98mm-3.04mm per the dilator graphic. The dilator inner diameter at the proximal end measured 1.321mm, which is within the specification limits of 1.30mm-1.40mm per the dilator graphic. A lab inventory guide wire was inserted through the distal end of the dilator. Little to no resistance was observed as the guide wire was able to pass completely through the dilator. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the distal weld. The dilator tip also appeared defective, which likely contributed to the resistance encountered during insertion. The guide wire and dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "happened during insertion of the cvc; put introducer needle in, using the arrow advancer with spring wire guide advanced into vein. Removed introducer needle and threaded dilator through spring wire guide with some resistance. Removed dilator - was bent but proceeded to thread cvc onto spring wire guide started to advance into place. Upon advancing the catheter was met with some resistance and couldn't be placed. Wouldn't advance any further in, tried to remove wire, but couldn't and on trying too, pulled it and it started to uncoil. Therefore, cvc and spring-wire guide were removed together." It was reported the device was removed in its entirety and another device was successfully placed. No patient injury or complication reported. The patient's condition is reported as fine.